Manufacturer narrative:
Patient's date of birth: unavailable at this time. Device lot number, expiration date: unavailable device manufacture date unavailable because device lot number is unavailable.

Event description:
A vascular intervention commenced to treat a lesion in the patient's left anterior descending coronary artery (lad) using a spectranetics elca device, along with a 6f femoral sheath and a run-through wire. Approximately 5 passes were made with the elca device; the first two passes at a fluency of 40/40, then two more at 60/60, before the final pass at 80/80. The laser crossed the lesion without difficulty. However, the angiogram post-laser showed a large perforation at the site of the lesion. Rescue efforts commenced. A balloon tamponade was immediately utilized, followed by two graftmasters which successfully sealed the perforation. The patient survived the procedure.